Event description:
Pt with status post total hip replacement about six years ago. Over the past year has developed progressive increasing discomfort about the hip. Comparison of plain x-rays has showed osteolysis in the superior acetabular region. CT scan showed large lesion involving the majority of the meduallary bone, small crack in the cortex. Bone scan showed marked increase uptake in this area. Pt went to surgery 11/22/96 for acetabular revision with leaving of the metal shell, large superior acetabular lesion bone grafting, exchange of polyethylene liner and femoral head.